Event description:
Inbound. Going for radiation treatment for terminal cancer. Pt reports new prefilled veletri cadd cassette #1 started out continuous beeping and then no disposable alarm both pumps unresolved, changed over to new cassette to solve alarm. Box sent to return defective cassette. No further details provided.